Manufacturer narrative:
According to the medical records received, the patient has a history of bilateral left and right deep vein thrombosis (dvt) and swelling. The filter was deployed in the ivc without any complications. A venography demonstrated good filter placement and that here was no obstruction to flow. The patient was transferred back to recovery in stable condition. The following additional information received per the patient profile from (ppf) indicates that the patient became aware of the reported events five years and four months post implantation. The filter is reported to also be embedded in the wall of ivc. The patient also reports to be suffering from emotional distress and anxiety. Corrected data: manufacturer name, city and state, manufacturing site name and address. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation through the inferior vena cava (ivc) wall, in close proximity to the intestine and threatening the aorta. The patient profile from (ppf) indicates that the patient became aware of the reported events five years and four months post implantation. The filter is reported to also be embedded in the wall of ivc and the patient also reports to be suffering from emotional distress and anxiety. The patient had a lengthy and prolonged hospital course complicated by pneumonia, adult respiratory distress syndrome, respiratory failure with a tracheotomy, a left hemicolectomy, and sepsis. The indication for the implant was bilateral deep vein thrombosis. The device was implanted via the right common femoral vein, below the level of the left and right renal vein. There was no report of complications and venography demonstrated good filter placement and that here was no obstruction to flow. There is currently no additional information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information provided it is not possible to determine what factors may have contributed to the reported issues; however, the report of the device being embedded may be related to the body¿s natural tendency to endothelialize a foreign object, although without procedural films or post implant imaging it is not possible to determine what factors may have contributed to the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, perforation through the inferior vena cava (ivc) wall, in close proximity to the intestine and threatening the aorta. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned as the device remains implanted in the patient. A DHR review could not be conducted as a lot number was not provided. Without procedural films for review, the vessel injury reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injury could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective or preventative action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, perforation through the inferior vena cava (ivc) wall, in close proximity to the intestine and threatening the aorta. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.